Manufacturer narrative:
The rpt'd problem could not be duplicated. The frequency of death or serious injury rpt'd for code 103 (underdelivery) for lifecare products is approx. .57/million sets.

Event description:
The pump reportedly was found to underdeliver during routine preventative maintenance testing. The biomedical engineer reports that with an expected infusion volume of 20ml, the device consistently delivered 17.2ml. There were no reports of any adverse events while the pump was in pt use.